Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced elevated blood glucose after meals while using the ilet, with values rising to approximately 336 mg/dl and trending down to about 304 mg/dl. Due to concern for suboptimal insulin uptake despite delivered doses and no detected leaks or alarms, the user changed the infusion set. The reported symptom was hyperglycemia. The user continued monitoring at home without hospitalization, and later reports indicated a return to range and reconnection to the ilet for baseline management. The investigation included review of device-reported glucose trends and user coaching on troubleshooting, infusion site change, and continued monitoring. Review of the case revealed no device alarms or confirmed malfunctions. The observed pattern was consistent with postprandial hyperglycemia potentially exacerbated by preexisting elevation and possible site absorption issues. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.